Manufacturer narrative:
(B)(4) supplemental MDR foreign matter: a total of seven hundred twenty-four samples of 10 ml luer lok syringes (part number 302995) from batch 5225531 were inspected, with seven hundred twenty-three received in sealed packaging and one received loose. Of these, seven hundred eighteen syringes were acceptable with no defects, while five packaged syringes showed issues including three with minor scraping on the barrel tip causing a string like appearance, one with an unknown loose particulate on the collar, and one with barrel scrapes; the loose syringe contained a greyish foreign matter cluster near the barrel flange. These findings are non-conforming to product specifications, and the foreign matter defect is likely related to the assembly process. A device history record review was completed for material number 302995, lot 5225531. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Injuries or adverse event: no. Item: 302995, quantity affected: (B)(4) ea, serial/lot number: (B)(6), po: (B)(4). Are any samples available for return? Yes. Reported issue: 12/3 cst found an un-opened syringe with mold inside. Exp 1/31/2030. Lot#: 5225531.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.